Manufacturer narrative:
(B)(6) comment: the serious events of swelling at implant site and anaphylactic reaction were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention to prevent permanent damage. Potential root cause include the patient's hypersensitivity to the product. A physical product label issue was reported. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations. The potential product quality issue is handled and documented in more detail within the technical complaint file. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the specified product. The type of incident is expected following use of the product. The reported lot number was valid and verified the reported product. Trend analysis of lot 18686 has been performed. Until this date ( (B)(6) 2021), this is the first reported complaint unit with regards to the associated technical complaint (labeling issue) on the reported lot. Shipped quantity is (B)(4) units. The complaint frequency is 0,01 %. An additional investigation (batch record review) will be initiated to rule out a nonconforming product or malfunction.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a (B)(6) female patient. Additional information was received on 29-apr-2021 from same reporter. The patient's medical history included irritation from eyelash extensions. The patient had no known allergies. The patient had previously received treatment with unspecified filler. On (B)(6) 2020 at 8:00pm, the patient received treatment with 0.7 ml restylane kysse (lot 18686-1) to lips using unknown injection technique and needle type. The patient had received lidocaine with epinephrine [lidocaine and epinephrine] (2 cartridges of lidocaine 2% and 1:80000 adrenaline) to anaesthetise the lips via dental buccal infiltration. The procedure was uneventful. Same day, on (B)(6) 2020 at 10:00pm, the patient reported to physician about greatly swollen lips (implant site swelling). According to physician advise, the patient went to a&e where they administered unspecified injections for anaphylaxis(anaphylactic reaction). The physician also reported that the product was bought from a pharmacy and there was no hologram stamp on it(physical product label issue). The photos of patient and product were received. On (B)(6) 2021 (last night), the patient went to a&e where they administered steroids and antihistamines. Outcome at the time of the report: swollen lips was unknown. Anaphylaxis was unknown. There was no hologram stamp on it was recovered/resolved.

Manufacturer narrative:
Pharmacovigilance comment: the serious events of swelling at implant site and anaphylactic reaction were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention to prevent permanent damage. Potential root cause include the patient's hypersensitivity to the product. A physical product label issue was reported, which was resolved. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations. The potential product quality issue is handled and documented in more detail within the technical complaint file. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the specified product. The type of incident is expected following use of the product. The reported lot number was valid and verified the reported product. Trend analysis of lot 18686 has been performed. Until this date ((B)(6) 2021), this is the first reported complaint unit with regards to the associated technical complaint (labeling issue) on the reported lot. Shipped quantity is (B)(4). The complaint frequency is (B)(4). A batch record review was performed and no potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The lot 18686-1 is not manufactured with a hologram stamp and was therefore not included on the product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a 33-year-old female patient. Additional information was received on (B)(6) 2021 from same reporter. The patient's medical history included irritation from eyelash extensions. The patient had no known allergies. The patient had previously received treatment with unspecified filler. On (B)(6) 2020 at 8:00pm, the patient received treatment with 0.7 ml restylane kysse (lot 18686-1) to lips using unknown injection technique and needle type. The patient had received lidocaine with epinephrine [lidocaine and epinephrine] (2 cartridges of lidocaine 2% and 1:80000 adrenaline) to anaesthetise the lips via dental buccal infiltration. The procedure was uneventful. Same day, on (B)(6) 2020 at 10:00pm, the patient reported to physician about greatly swollen lips (implant site swelling). According to physician advise, the patient went to a&e where they administered unspecified injections for anaphylaxis (anaphylactic reaction). The physician also reported that the product was bought from a pharmacy and there was no hologram stamp on it(physical product label issue). The photos of patient and product were received. On (B)(6) 2021 (last night), the patient went to a&e where they administered steroids and antihistamines. Outcome at the time of the report: swollen lips was unknown. Anaphylaxis was unknown. There was no hologram stamp on it was recovered/resolved. Tracking list: initial report received on (B)(6) 2021. Several follow up attempts have been performed but without success. Treatment date was updated to (B)(6) 2020. A batch record review was performed on (B)(6) 2021.